Manufacturer narrative:
The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error 255-16-275. Technical support - 1. If power on and get a 255-16-275 error everytime, try to reflash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000. Error was in log only. Biomed will do pm. Emailed alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 to biomed. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/19/2014 to the present date 1/18/2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
The customer reported that the device gave a 255-16-275 error once but powers up normally now. No patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the device gave a 255-16-275 error once but powers up normally now. No patient involvement.